Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device experienced early battery depletion and the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced. The physician tried to program around the high threshold on the lv lead but had limited options. The decision was made to put in a new lv lead at the next device changeout. The lv lead remains in use no patient complications have been reported as a result of this event.